Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high impedance, no sensing, and no capture. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: unk manufacturer, unk model number, implanted: (B)(6) 1987. (B)(4).